Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm was received. Reportedly, the cartridge had insulin in it at the time of the alarm. There was no reported impact to customer's blood glucose. Customer reverted to using an alternate pump. Reportedly, customer obtained new pump supplies and resumed pump therapy with the tandem pump.